Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. The adapter was not changed out. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.